Event description:
The company was notified of a size 21mm valve explanted in 2008 after 63 days due to endocarditis. The valve was replaced with a homograft. The pt expired on the next day.

Manufacturer narrative:
Device evaluated by manufacturer. The return of the device is pending and it will be evaluated upon receipt. A review of the device history record was completed. The results of the device history record review confirmed the device met all material, dimensional and performance requirements at the time of manufacture and release.